Event description:
The customer reported to olympus that while using the high flow insufflation unit, the device alarmed with an error code and the screen went blank when it was first powered on. The event was found during maintenance and there was no patient involvement or impact associated with the reported event. The device was returned for evaluation. During the device evaluation, error code e03 (excessive pressure when inflated-pressure sensor abnormality) and e04 (irregularity with the offset data) were evident. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was found that the device was alarming when the gas flow was activated. During the inspection it was found that the reportable issue was due to a faulty main printed circuit board. This is an ongoing investigation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested events were confirmed, and the cause was the faulty main board (pcb). The main board was replaced and tested, and the device was returned to manufacturer¿s specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.